Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator recharger (insr) was not working because the desktop charger connector pin was broken off. It was confirmed that the connector pin was not stuck in the insr. This occurred on (B)(6) 2017. The caller was trying to turn on stimulation on (B)(6) 2017 but was unable to do so because the implantable neurostimulator (ins) was discharged. It was reported that the implantable neurostimulator (ins) was depleted on (B)(6) 2017. During the call, a charge session was started and showed 8 coupling bars with the first quartile of the battery blinking. No patient symptoms were reported. No further complications were reported.